Event description:
Customer reported high blood glucose of 510 mg/dl. Customer also reported the insulin pump kept alarming "no delivery." Customer was advised to disconnect at the quick release. Customer assisted with performing a five unit fixed prime, insulin did not exit. Customer was advised issure might be with the site and was informed to change the entire set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.